Event description:
Prior to using an atw guidewire, it was reported that the wire was distorted (kinked) at the tip. It was noticed after it was removed from the package. There was no damage noted to the outer packaging. The device was secure in the packaging. There was no mishandling of the device. As per the qualrap the product was not re-sterilized. The product was received for evaluation and testing and analysis revealed a kinked and an elongated condition at 1.3 cm from distal tip. It was noted that the wire was received in this condition. It is unknown if elongated condition occurred during the procedure. There was no patient injury reported.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Prior to using an atw guidewire, it was reported that the wire was distorted (kinked) at the tip. It was noticed after it was removed from the package. There was no damage noted to the outer packaging. The device was secure in the packaging. There was no mishandling of the device. As per the qualrap the product was not re-sterilized. . There was no patient injury reported. A non-sterile unit of atw marker guidewire sgw atw .014 str floppy 195cm was received coiled in a plastic bag. A kink condition at .5 cm and an elongation condition at 1.3 cm from distal tip end were found. No other anomalies were found during visual analysis. The kink and the elongation conditions were analyzed under vision system in order to have a more view of the damages observed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the customer ¿distal tip / kinked/bent-prior to use¿ was confirmed as condition as the product condition was received, kink condition was found at distal tip end. The cause of the events experienced by the customer as well as the kink and elongation conditions found could not conclusively determined. However, procedural / handling factors might have contributed to that issue. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. The product was received for evaluation and testing and analysis revealed a kinked and an elongated condition at 1.3 cm from distal tip it was noted that the wire was received in this condition. It is unknown if elongated condition occurred during the procedure. With the information available it is not possible to draw a clinical conclusion between the device and the event.